Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer cleared the alarm and delivered the remaining bolus. The customer's blood glucose level was not impacted. The customer changed the cartridge and infusion set. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.